Event description:
At first post-op follow-up md noted fixator was loose and pt had a loss of reduction. Fracture realigned and fixator tightened. At second post-op follow-up fixator was loose. Md removed fixator and casted pt.